Event description:
It was reported that a request was made to review stored episodes from this cardiac resynchronization therapy defibrillator (crt-d) system. A recent non-sustained ventricular tachycardia (nsvt) episode showed an isoelectric line on this right atrial (ra) lead, followed by a return of intrinsic atrial sensing. Technical services (ts) was consulted and found pacing impedance measurements that fluctuated with frequent low out of range values below 200 ohms. Additionally, previously known lead noise resulted in inappropriate atrial tachy response (atr) episodes. Ts recommended device reprogramming and lead evaluation. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).